Manufacturer narrative:
(H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the patient had an initial tsa on (B)(6) 2017. The patient presented on (B)(6) 2022 with pain in shoulder. Patient has been having increasing pain in the shoulder. She had aspiration and bone scan which have ruled out infection but she is significantly debilitated by her current symptoms. The case report form indicates that this event is possibly related to device and unlikely related to procedure. Outcome is resolved as the patient's shoulder was revision on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.